Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that"inaccurate cgm values" occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2026. It was indicated that the patient used an expired product, which is misuse of the device. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. The reported glucose values fall within the d zone of the parkes error grid.

Event description:
It was reported that"inaccurate cgm values" occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2026. It was indicated that the patient used an expired product, which is misuse of the device. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. The reported glucose values fall within the d zone of the parkes error grid.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that"inaccurate cgm values" occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2026. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. The reported glucose values fall within the d zone of the parkes error grid.